Manufacturer narrative:
The device was returned for analysis. The reported tip material separation and the reported stretched stent was able to be confirmed. The reported mechanical problem and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified anatomy resulting in the reported difficult to advance. During stent deployment the introducer sheath was too close which resulted in the stent to inadvertently deploy/elongate into the introducer sheath; thus resulting in the reported activation failure, the reported mechanical problem and the reported/noted stretched stent. Interaction/manipulation of the compromised device using force resulted in the reported difficult to remove and ultimately resulted in the reported tip material separation/noted separated tip jacket/inner member and the noted device damages (separated stent, separated sheath, partially separated catheter shaft/outer sheath). As reported, the separated tip and stent were surgically removed. An endarterectomy with patching of the common femoral and the origin of the superficial and deep femoral arteries was performed. Another supera stent was deployed to continue the procedure. Reportedly, the delivery system and stent were withdrawn with difficulty. However, the stent remained inside the introducer and force was applied, resulting in the tip of the delivery system separating inside the introducer. It should be noted that the supera peripheral stent system instructions for use states: should unusual resistance be felt at any time during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Although force was applied, this was due to the device/stent being trapped inside the introducer therefore the force applied during removal seemed to be a reasonable clinical response to the difficulties. As such, the deviation of the instructions for use will not be addressed in the account requested letter. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an occluded 6mm lesion in the superficial femoral artery with mild calcification. Following angioplasty with an unspecified device, a dissection was observed. Through an unspecified 6fr 45cm introducer sheath, a 6.5x200mm supera self-expanding stent system was advanced over an unspecified 0.018 guide wire to treat the dissection. Minimal resistance was noted with the anatomy. During deployment, a sensation of movement was felt and the stent was observed to expand distally 2-3cm, but failed to expand proximally. The proximal portion then elongated inside the introducer. The delivery system and stent were withdrawn with difficulty. However, the stent remained inside the introducer and force was applied, resulting in the tip of the delivery system separating inside the introducer. The separated tip and stent were surgically removed. An endarterectomy with patching of the common femoral and the origin of the superficial and deep femoral arteries was performed. Another supera stent was deployed to continue the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: excessive force.